Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that according to the march 12, 2025 note in nlink from another rep, patient reported shocking and stimulation issues. Rep added that when she met with the patient, she observed that patient sometimes calls normal stimulation ¿shocking¿; so, she thinks patient refers to his stimulation as shocking in general and the other rep just wrote what the patient said. When rep met with the patient, she noted no device issues. Patient is till complaining about stimulation being not as good as before. Patient still has the stim off and will observe. Will meet with reps if needed further programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they saw patient on 5/27 for a reprogram because he called stating he was getting relief on one side and over-stimulation on the other. When they met with patient for a reprogram, rep was able to capture both sides and patient was feeling it where he wanted it. Patient told rep that's the best it's been. Rep followed up with patient the week of 6/9 and he said he's not sure about this programming anymore. Rep suggested that we may need to take a stim holiday to see how it's actually working vs. When the stimulator is off. He said he will follow up with the rep on what he decides what he wants to do. Hcp is aware as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient asking for a new rep. The patient stated the device worked great for the first 5 - 6 months and then the device malfunctioned and shocked the patient through their left arm and leg on (B)(6). Patient noted that they went back to the representative for reprogramming and the right side would no longer work and the patient would only get the shock on the left side. Patient mentioned that the representative was not knowledgeable enough to reprogram the ins, and they reprogrammed the ins 5 to 6 times, and the issue still persists. Patient also stated that they called the representative and left a message, but the representative did not call the patient back. 2025-may-21 e1 (rep): no new information. The patient (pt) called back repeating issue from this case. Pt stated they met with a representative but 'can't get it right', and the pt stated they want someone with more knowledge of the device. Pt stated that their hcp does not have time to mess with this. Agent provided nas # and redirected to hcp to further address reprogramming. The pt stated they want the ins ripped out, and the pt disconnected the call. Upon further review, the agent would like to add that the patient (pt) stated that they were changing bearings on a shaft at work and felt an intense shocking sensation in their left arm from their ins that caused them to fall to the ground. Caller commented that after, they were unable to use their arm to clock out of work and now they only have about 20% use of their left arm. Caller stated that their hcp said that their nerves were probably burned from the shock and pt will need to wait for the nerves to grow back before they're able to gain full use of their arm again. Caller also stated that since the incident, they're no longer able to feel stimulation on the right side and can only feel it on their left side. Caller stated that they have met with mdt representative (rep) about 5-6 times to have it reprogrammed but each time it gets worse.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was at work when their ins shocked them through their legs, back, neck and left arm. The patient went down the metal platform and laid there a couple of minutes until their co-workers helped sit them up. When the patient went to check out at the end of shift, they could not use their left arm or hand, they also had trouble walking. The patient was reprogrammed with 2 different reps and tried to reprogram 8 times over a 4 month period. The patient noted it caused more pain through their pain.